Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 2.5 months after the crt-d and left ventricular (lv) lead were implanted and 11.5 years after the right atrial (ra) lead and right ventricular (rv) lead were implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: 419688 lead, implanted: (B)(6) 2014; 694765 lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
No eval explain code.